Event description:
Related manufacturer reference number:3006705815-2023-02463. It was reported that the patient experienced ineffective therapy due to auto-reduction. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.